Manufacturer narrative:
Visual inspection, material analysis, device history review, complaint history review, risk assessment. The device was confirmed visually to have fractured. Manufacturing records were reviewed and no manufacturing anomalies were reported. Materials analysis was performed and found that the observed fracture surface was found to have fractured in ductile overload. No material or manufacturing defects were found. The plausible root causes include:-excessive tightening torque applied, previous damage to the clip during insertion.

Event description:
It was reported that; during tightening of transverse cross connector bottom tabs broke off. This happened 8-10 times with all sizes of cross connectors. Proper technique was follow during tightened.

Event description:
It was reported that; during tightening of transverse cross connector bottom tabs broke off. This happened 8-10 times with all sizes of cross connectors. Proper technique was follow during tightened.